Event description:
It was reported by the affiliate that during a lap appendectomy procedure, the device did not fire at all resulting in an incomplete staple line. No further information is available. Procedure completed with same like product. One device will be returning. No patient consequences reported. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.